Manufacturer narrative:
The reason for this revision surgery was to correct subluxation of the patient's joint after 7 months of patient use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against lot number 59604085. A total of ten complaints have been submitted against this part number. Eight of the complaints are associated with patient joint issues not associated with the product and two are for infections. It was reported that the root cause was the tibial insert was too thin. The surgeon revised the patient and implanted a thicker insert. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the size 4 right 11mm insert being too thin, resulting in subluxation posteriorly. The surgeon used a size 13 ultra-congruent to gain satisfactory stability.